Event description:
It was reported that pump experienced malfunction with malfunction alarm that persisted even after caller reset pump, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with pump reset, confirmed mobile app use to upload logs, arranged replacement pump under warranty with updated software, and provided instructions for storage mode, pump return, and setting up pump and continuous glucose monitor on replacement device, which caller understood and acknowledged.